Manufacturer narrative:
H.6. Investigation summary customer returned photos of 3/10cc syringes. Customer states that a needle with its shield was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: a needle with its shield was separated from the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: a needle with its shield was separated from the hub.